Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full staple complement. The reload was slightly bent in an articulated position and the jaws were open. Functional testing noted that the reload was attached to a handle. The reload was applied to test media. The firing itself was difficult, becoming more difficult halfway through. After retraction, the test media was cut cleanly, however two staples were improperly formed and still in the cartridge and the staples on the distal half of the staple line were not fully crimped. An examination of the laminates showed a sharp bend. Microscopic inspection of the reload showed that one of the blowout plates was slightly bent. The cartridge was removed for an examination of the sled and pushers. Damage to both the sled and the pushers was noted. It was reported that the device failed to fire properly. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic left hemicolectomy, the device failed to fire properly when excising left hemicolon tissue. The issue was resolved by replacing the product with another manufacturer's device to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5d1007s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.